Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced right ventricular dysfunction and a right ventricular assist device (rvad) was placed. The event log file contained a few low flow estimates and sustained low flow hazard events.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported right ventricular dysfunction could not be conclusively determined through this evaluation. Additionally, evaluation of the patient¿s submitted log files confirmed low flow alarms; however, a direct cause for the alarms could not be conclusively determined through this evaluation. The controller event log files contained events from (B)(6)2023 to (B)(6)2023 and from (B)(6)2023 to (B)(6)2023 . The log files recorded intermittent low flows. No other notable events or alarms were captured and the pump appeared to operate as intended at the fixed speed. Multiple requests for additional information were issued to the customer; however, no further information was provided. The patient remains ongoing on ventricular assist device (vad) support. Review of the relevant sections of the device history records of (B)(6) showed no deviations from the manufacturing and qa (quality assurance) specifications. The heartmate 3 lvas IFU is currently available. This IFU lists right heart failure as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. This document also discusses the potential development of right heart failure following implant and outlines the associated treatment options. The system monitor section describes the pump flow display (4-12 through 4-14) and the hazard alarms (4-18 and 4-26). This IFU states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow, such as hypertension. The alarms and troubleshooting section describes the actions to take in the event of a low flow alarm (7-7 and 7-11). No further information was provided. The manufacturer is closing the file on this event.